Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the venous luer connector of a prismaflex m100 set ckt was found to be broken during treatment there were no issues noticed during priming. Customer estimated 3ml blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures shows that the cone of the return male luer connector (mll) is cracked. The reported condition was verified. The cause of the condition was not determined. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.